Manufacturer narrative:
No conclusion code available; final analysis found the fully extended and retracted helix dimensions did not meet specification. The helix retraction protrusion was measured longer than expected.

Event description:
It was reported that during implant procedure, the right ventricular lead helix could not be retracted. The lead was not used and replaced. The patient was in stable condition.